Manufacturer narrative:
Taper unk. Medwatch sent to FDA on 11/16/2012. No contact info is available to allergan, at this time. To ask the reporter for the return of the product for analysis, to indicate the product serial number, the date of the event, and the implant and explant dates. Allergan will continue attempts to obtain this info. At this time, the connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was provided in the abstract. Visual examination may determine the connector type associated with this report. Allergan has not received the product. Therefore no analysis or testing has been done. Erosion and obstruction are surgical and physiological complications and an analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Received abstract published in "obes surg (2012) 22:1315-1419" through forwarded product watch from allergan glis department. Abstract: migration of gastric band with intestinal [sic, intestinal] obstruction, carim, j. A. V. (Reprint); carim, f. B.; quintanilha, c.: carestiato, a; naegele, alexandre. Obesity surgery, (sep 2012) vol. 22, no. 9, pp. 1363-1364. No add'l info is available at this time. It is not clear if the devices associated with the abstract aer allergan devices. The devices are not available to allergan for product analysis.